Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was no visible damage to the sensor or connector. The catheter material was severely kinked 48.3cm from the sensor case. There was multiple kinks found along the catheter body. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. The reported issue could not be replicated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the icp express indicated abnormal readings and started beeping. Since the same phenomenon was observed after replacing the icp express, the sensor was removed and replaced with a product from another lot. It was reported that zeroing was done properly.